Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported problem. The attached endoscope adapter (aea) was damaged or had a friction issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was non-intuitive motion on all system arms and the endoscope turned a few degrees by itself. The site used a different endoscope and it worked. The endoscope had a horizon 45 deg neutral position perception problem between vision and function. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information. The endoscope was controlled before use and was perfectly installed on the system. It was removed and replaced several times. The sterile drape was put back on, the system was turned off and on again. The endoscope was systematically positioned at 45 instead of straight, which made the gestures inappropriate in relation to the eye. The movements were therefore no longer intuitive. The camera was blocked at 45. No specific test was performed on the patient. There was a delay of 15 minutes as a result of the problem. The problem did not occur during a critical step (warm ischemia time or cardio-pulmonary bypass).